Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was giving 'transducer fault', 'circuit disconnect', 'low pip (peak inspiratory pressure)' and 'low ve (minute ventilation)' alarms during set up prior to patient use.